Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female underwent a primary breast augmentation with a saline mentor smooth round high profile 310cc breast implant on the right side and an unspecified saline mentor implant on the left. The patient experienced deflation on the right side and bilateral baker grade IV capsular contracture post-operational. As a result, the patient underwent bilateral device removal and replacement with saline mentor smooth round high profile 310cc breast implants, catalog number 3505004bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. This report is for the left side.